Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited several shocks and has passed out while cooking. Upon interrogation, a code 1007 was discovered due to capacitor charge time exceeding the limit. Additionally, the device is now at battery capacity depleted (bsd). Due to the device being at bcd, technical services (ts) was not able to review any episode. Ts recommended device replacement. It was noted that the patient went into cardiac rest and now is intubated. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited several shocks and has passed out while cooking. Upon interrogation, a code 1007 was discovered due to capacitor charge time exceeding the limit. Additionally, the device is now at battery capacity depleted (bsd). Due to the device being at bcd, technical services (ts) was not able to review any episode. Ts recommended device replacement. It was noted that the patient went into cardiac rest and now is intubated. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified that multiple shocks had been attempted and the charge times increased with each charge until charge timeout occurred. The elective replacement indicator (eri)/end of life (eol) and charge timeouts were due to the large number of shocks which drew the battery down to the point where it could no longer support charging. This is normal device operation. An x-ray of the device revealed that the plasma fuse was intact. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.